Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy, the presence of pre-existing patient conditions and/or implant position. Positioning is dependent on patient anatomy as well as user technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. The patient weight was unable to be obtained. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed two times. The second bav caused the valve to further expand and move upward. An echocardiogram and hemodynamics revealed moderate pvl. The valve was snared up and positioned in the ascending aorta and a second valve was implanted at an optimal depth. The pvl improved to trace. No adverse patient effects were reported.